Event description:
It was reported that the pt has been placing the wound dressing on a large accidental wound. The pt has developed a rash around the wound and is experiencing itching all over her body. As a result, the pt was placed on prednisone to stop the itch and rash.

Manufacturer narrative:
Date sent to the FDA: 06/11/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.